Event description:
It was reported that on (B)(6) 2008, the patient underwent a stenting procedure and a xience v stent was implanted to treat instent restenosis of a previously implanted stent. On (B)(6) 2012, the patient experienced an episode of chest pain and was re-hospitalized. Cardiac enzymes were elevated and electrocardiogram changes indicated an st-elevation myocardial infarction. Cardiac catheterization revealed instent restenosis to the stent placed in the right coronary artery. Angioplasty was performed and medications were administered. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, myocardial infarction and restenosis, as listed in the xience v/nano instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Reportedly, the xience v stent was deployed to treat in-stent restenosis. It should be noted that the xience v instructions for use (IFU) states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. In this instance, the IFU deviation does not appear to have contributed to the reported difficulties.